Event description:
It was stated the device was failing a 20 ml check. Clinician tried three different times with other delivery sets but the device was still not working. The issue was found during testing. There was no report of patient involvement or adverse event.

Manufacturer narrative:
B3 date of event unknown. H3 awaiting product return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no applicable evidence in the event history log. Functional testing was able to duplicate the issue, the device was found to over deliver. It was determined that the explore was the root cause and was sanded down. The service history review had no indication that the complaint was related to a service of the device within the review period.